Event description:
Customer stated that the head section would drift intermittently, even after disconnecting the ac and dc power supplies.

Manufacturer narrative:
The technician replaced the head down valve. This resolved the issue and the bed performed within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.